Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited an increase in defibrillation coil impedances to high levels. The lead alert threshold will be adjusted, and the lead remains in use. No patient complications have been reported as a result of this event.